Event description:
It was reported that the "saddle component disengaged during surgery". Although the implant was used in surgery, no patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.